Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. As previously mentioned intera oncology communicated with the physician, and he stated everything is resolved. The patient's iron infusion was the caused for the spike in liver function tests, which is unrelated to the pump.

Event description:
An intera 3000 hepatic artery infusion pump was implanted to a patient on (B)(6) 2025, and the patient started floxuridine at week 6 post op. The patient had 3 cycles of floxuridine, last being on (B)(6) 2025. The pump was refilled with hep/saline + 20 mg dexamethasone (dex) on (B)(6) 2025. Our representative received an email from the physician noting the patient presented to emergency room with nausea for 6 days and progressive fatigue. The physician felt the patient was likely to present with either gastritis, duodenitis or obstruction unrelated to pump but requested information on any other potential differentials related to pump. The patient's CT scan and labs were within normal limits (wnl). Then on october 6, 2025, our representative received a follow up email from the physician that the liver function tests (lfts) "skyrocketed to the 1000s". The CT angiography showed no signs of arterial dissection/thrombus. The portal vein ultrasound was with normal portal flow. The clinic planned in doing an esophagogastroduodenoscopy (egd). Intera oncology communicated with the physician, and he stated everything is resolved. The patient's iron infusion was the caused for the spike in liver function tests, which is unrelated to the pump.